Event description:
The customer reported, the system displayed a collimator error exceeds the 3% of sid. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and then found to be within specifications. The system was found to be working as intended.